Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. The customer stated he had gone to the ER on (B)(6) 2017. The customer's blood glucose test result when at the hospital was 350 mg/dl fasting. The diagnosis was high blood sugar and metformin was administered to customer. The customer left the ER on (B)(6) 2017. There were no new medications or healthcare program suggested by healthcare professional. Customer stated that he just found out that he is a diabetic and he did not believe the meter was inaccurate and declined a replacement.

Event description:
Consumer reported complaint for e-0: invalid hematocrit. The e-0 occurred when the blood sample was absorbed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 421 mg/dl using truemetrix air meter. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported symptoms of dry mouth, increased thirst and increased urination. Customer stated he would seek medical intervention. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.